Manufacturer narrative:
Additional information was added to b5, f10/h6: medical device problem codes (add a040609), h6 and h10. B5: it was further reported the tubing was kinked above the pump. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through an unspecified access set. This event occurred during a bumex infusion while the set was attached to a spectrum infusion pump. During patient therapy, the nurse noticed that the bumex bag was still full and the medication had not been delivered to the patient. It was also observed that an unspecified amount of blood had back flowed into the intravenous tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.